Event description:
When the nurse opened the package, she found the hair on the top of the blister package. The surgeon decided to use that nail. So the procedure was completed with no problem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.